Event description:
It was reported to an aci sales professional that a male pt with a history of coronary and carotid artery disease underwent a coronary intervention in 2009. Access of the common femoral artery (cfa) was obtained via a 6f sheath. Heparin was administered peri-procedurally. The physician, a trained user of the mynx, proceeded to deploy the mynx closure device per the instructions for use (IFU). Hemostasis was achieved successfully and the pt was ambulated and discharged per hospital protocol. It was reported that the pt was having right lower extremity claudication after discharge, which progressively became worse. The pt returned to the physician's office the next month and was seen by another physician (not the physician who performed the coronary intervention). A doppler of the right lower extremity ruled out a pseudoaneurysm, however, the velocity in the right common femoral artery (cfa) was elevated. The pt was admitted the next day for a peripheral interventional procedure. A 6f sheath was placed in the left cfa without difficulty. A contralateral aortogram revealed stenosis in the right cfa that extended into both the superficial femoral artery (sfa) and profunda. A clot was also noted in both vessels from a foreign body which is believed to be the mynx closure device. After consultation with another physician, it was decided to proceed with percutaneous intervention to open both the sfa and the profunda. Heparin was administered intravenously. A 6f short sheath was exchanged for a 7f terumo destination sheath. The sheath was then placed over the bifurcation into the right side and it was placed in the distal right external iliac artery. An angiogram was performed. A thrombectomy of the right cfa extending into the right sfa was performed using an angiojet thrombectomy catheter. Next, a kissing balloon angioplasty of the right cfa extending into both the sfa and the profunda was performed. A repeat angiogram showed better results, however, it was reported that there was still external compression of the vessel which they thought may have been due to the closure device. At the time of report, it was noted that the pt will be monitored clinically for ischemic symptoms. To date, there has been no report of further clinical sequelae or add'l treatment provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info rec'd and investigation performed, a root cause of ischemia could not be determined. It is unk if the foreign body was sent to pathology for testing, therefore, the contents of the material could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.